Event description:
It was reported that the pump's downstream occlusion (dso) seal & remote dose connector are not working. There was unknown patient involvement.

Manufacturer narrative:
Unknown; no information has been provided to date. One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged and the remote dose connector was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported problem. The investigation determined that the dso seal and remote dose connector were damaged. The dso seal and remote dose connector were replaced.